Manufacturer narrative:
H3: the device was placed in a small resealable bag and returned in a plastic sleeve. Upon return, it was observed that the distal end of the device/tip was broken off. It was also observed that the shaft was bent, and the surface of the shaft was rough. The overall length of the device shall measure 3.850+0.015/-0.010 inches, and measure 3.250 inches which was out of specification. Under the magnification, traces of yellowish/brown residue were observed on the shaft and the shank. There were also multiple striations observed on the shank. The functional testing could not be performed due to damaged conditions of the device upon return. H6: codes are updated. Previously applied fdm b17, fdr c20, fdc d16 and img g04041 codes no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that skeeter was not spinning. There was no patient impact. Analysis found that a piece of bur stuck in nose cone of handpiece.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.